Event description:
Information received from the field notes no capture in the ventricle and the bipolar ventricular lead impedance was >3k ohms. The patient is not pacemaker dependent and the pulse generator was programmed unipolar. The unipolar lead impedance was <300 ohms with a capture threshold of 1.0v and sensing at 8mv.